Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter expired early. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause is determined to be transmitter fatal error. The reported event of the transmitter expired early is reportable based on the finding of a fatal error. No injury or medical intervention was reported.

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device failed a voltage test. The share log was reviewed and confirmed the complaint. The probable cause is determined to be transmitter fatal error.

Manufacturer narrative:
(B)(4). B5:describe event or problem - additional. D10: device availability - additional. H2:additional information/device evaluation - additional. H3:device evaluated by manufacturer - additional. H6:event problem and evaluation codes - additional.